Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powered up to an error, the right keyboard hinge was broken, the keyboard was pulling apart at the right hinge pin, the keyboard sliding cover was missing and the stylus tip easily separated from the body.